Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1.2 had failed to open. The field service engineer (fse) identified that triple pocket 2 was not opening due to jamming against the side trim piece of the drawer. The trim was adjusted to allow proper clearance of the pocket fascia. The customer then performed recovery and inventory actions, and normal operation was confirmed with no further issues noted. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 1.2 failed to open. Customer tried to reboot and recover the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.